Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, h6, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the indicated phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center power switch would not turn on. The issue occurred during preparation for a therapeutic laparoscopic procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the power switch was stuck in the off position and there was a damaged video connector latch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center power switch would not turn on. The issue occurred during preparation for use. There were no reports of patient harm.